Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited sensing anomaly and intermittent capture. The lead was not used and a new lead placed. No patient symptoms reported.